Manufacturer narrative:
H4: the lot was manufactured from september 24, 2020 - september 25, 2020. H10: two (2) actual samples were evaluated. Visual inspection of the first sample was performed which identified fluid inside a bag that contained the sample suggesting a leak had occurred. Further inspection identified the leak was due to a non-baxter blue winged cap that was used to close the distal end of the flow restrictor; the non-baxter cap did not properly fit the flow restrictor which resulted in leak. A functional leak test was performed by filling the sample with green colored water to the nominal volume. After fill, a leak was observed at the non-baxter cap. When the non-baxter cap was replaced with baxter's blue winged cap and monitored until the next day, no evidence of leak was observed. The reported condition was not verified on the first sample during functional testing with the use of a baxter cap. The device was found to be conforming product. Visual inspection of the second sample identified fluid inside the bladder. The blue winged cap was observed to be securely tightened. No evidence of leak was observed upon sample receipt. A leak test was performed by adding green colored water in the bladder to the nominal volume. After fill, the sample was being monitored until the next day. No evidence of leak was observed. The reported condition was not verified on the second device. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) ce infusors lv (large volume) leaked during patient infusions. The leaks were found the day after the patient was connected. The devices were removed and there was no patient injury associated with these events. No additional information is available.